Event description:
Caller reported having faced a cgm error referred to as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through the process of performing a pump reset, after which the error did not reappear, allowing the caller to successfully start their sensor session.